Event description:
Consumer called stating that he is not happy with the wheel lock. Additional information revealed that the left brake on the tracer IV (t4) manual wheelchair is allegedly broke out of the box. The wheelchair is utilized at a nursing facility.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t4, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.